Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21757. It was reported the patient ((B)(6)) experienced discomfort at the anchor site. Additionally, one of the patient's scar sites split open causing the lead to erode through the skin. Subsequently, the patient's wound site was debrided and cultures were taken which confirmed the presence of an infection. The patient has been given antibiotics and is being monitored. Follow-up identified the wound site has healed.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-21757, reference MFR. Report: 1627487-2014-21787. Follow-up identified the patient's wound site had blistered again. Subsequently, the physician explanted the patient's leads and anchor. The patient was given another round of antibiotics and is being closely monitored.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 reference MFR. Report: 1627487-2014-21757 reference MFR. Report: 1627487-2014-21787 reference MFR. Report: 1627487-2015-21051 follow-up identified the patient addressed in this report is the same patient addressed in reference MFR. Report: 1627487-2015-21009. It was reported the patient has a second scs anchor, which is being added to this report as device 4.